Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was failed. A field service engineer (fse) found that in drawer five-one none of the cubies were detected on the system bus and performed an inspection of the back wall while the station remained powered with indicator lights active. The fse then shut down the station, disconnected and reconnected the drawer controller, and identified that the row board cable was loose, after which it was communicated that a replacement cable would be required and the follow-up visit was scheduled. The fse returned, replaced the row board cable, reinstalled all pockets into the drawer, and performed diagnostics and acceptance testing, which passed successfully. The fse then verified with storage space configuration that all pockets were detected, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 5.1 was failed. Customer tried to reboot and recover the storage space, but issue was not resolved. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.